Event description:
It was reported that the vns patient was referred for surgery due to an ifi condition with the generator. An implant card was received indicating that the patient underwent generator replacement surgery on (B)(6) 2014 due to a failure to interrogate the device. The explanting facility discarded the explanted device; therefore, no analysis can be performed.

Event description:
Product analysis was approved on (B)(6) 2015. The reported failure to program allegation was not duplicated in the pa lab. The pulse generator was interrogated at multiple orientations adjacent to the programming wand. The pulse generator was at a distance of one-inch (spacer block) from the programming wand. The pulse generator interrogated at all orientations. Electrical test results show that the pulse generator module performed according to functional specifications. No performance or any other type of adverse conditions were found with the pulse generator.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the generator passed all functional tests prior to distribution.

Event description:
It was reported that the generator was not discarded and would be returned for analysis. The generator was received for analysis on 12/12/2014. Analysis is underway, but has not been completed to date.